Event description:
It was reported that the rv lead was explanted due to oversensing, high impedance of 2620 ohms, and an apparent lead fracture. A medwatch was also received and reports the apparent lead fracture, high impedance, oversensing, and noise. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.